Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call no delivery alarm during priming on the insulin pump. Customer's blood glucose level was 135 mg/dl. Troubleshooting for the no delivery alarm during manual prime was performed. Customer was unable to complete the no delivery troubleshooting process as a result of being unable to verify the alarm history. Troubleshooting for the reservoir leak was performed. Customer advised the leak occurred at the location of the snap cap. Customer called back to continue troubleshooting for the no delivery alarm. Customer's neighbor came by to help with troubleshooting. Customer advised the alarm was resolved by a complete set change. Customer advised they would like to return the reservoir and infusion set for analysis. Customer was advised that replacement reservoirs and infusion sets will be sent out.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected and checked the o-rings/stopper groove for anomalies, and none were found. Ran basal, bolus leaking tests, and no leaks were noted. Also, no physical or cosmetic damage noted.